Event description:
It was reported that during the reprocessing of a large needle driver instrument, a frayed wire was identified. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned but the investigation has not been completed; therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when the instrument has been evaluated, or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the pitch down cable broken at the distal clevis hub. Frayed strands stuck out at the instrument's wrist. Other cables at wrist are not damaged. No other damage was found.